Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information is pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the device was used for a cystectomy and ileal conduit. The surgeon sealed, cut and when he went to open the jaws, the jaws could not be reopened. The surgeon used an electrosurgical instrument to remove the jaws from the tissue. There was no patient injury.